Manufacturer narrative:
(B)(4). Unit returned in a generic plastic bag. The unit returned has the distal end kinked, as part of overall visual revision. The returned device matches with upn and lot provided by the customer. The device has a kink at the distal section while in the neutral position at 1.7cm from the tip. In addition the device has a broken adhesive and fluids residues under the adhesive in all the rings. In addition the device has a broken adhesive and fluids residues under the adhesive in all the rings. The rings damage location match with kink location, so the adhesive probably broke due to the kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable upon analysis completed on 18nov2014. It was reported that the shaft was kinked. The lesion being treated was located in the right ventricle. Using a non-bsc sheath a intellatip mifi¿ xp temperature ablation catheter was advanced to treat the lesion, however, it was noted the tip was bent between the distal tip and the ring electrode. The device was successfully removed. The procedure was completed with a different device. No patient complications were reported and the patient is fine. Device analysis found that the electrode was lifting.